Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: needle break below needle hub observed during lab evaluation of related complaint (B)(4). Patient outcome: no adverse effects on patient. Patient/event info - notes. Responses received (B)(6) 2025. (B)(4). (B)(6) 2025 - regarding the queries you need clarification on. From our understanding the needle was advanced into the scope and the sheath kinked as per picture. Regarding the syringe I still don¿t have an explanation on this, but I will come back to you once I get an update, I am sorry this is vague, but I am dependent on others providing this information to me. (B)(6) 2025 - please find attached the information I was able to gather in red: dr (B)(6) who was present on that day and was kind enough to complete the questions. 1. What is meant by ¿needles not able to properly man-oeuvre¿ can this be explained. Further as to what issue occurred? The friction between the needle and the channel felt too much so that it would not run smoothly down the channel into the target lesion. 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc.) (If lungs, which lymph node was being targeted? E.g., 2r, 2l, 4r, ao, ar, 11ri, 11s, etc.) We were targeting the head of the pancreas from d2 but even from d1 it was tough to pass the needle down the channel. 3. Please describe the size of the intended target site. 4cm. 4. Was puncture of the targeted site difficult? It was not puncture that was difficult, it was more then passing the needle into the lesion after puncture. 5. What is the scope manufacturer and model number that was used? Olympus. 6. Was the scope recently service/repaired? Not sure. 7. Was the device used in a tortuous position? No. 8. Are images of the device or procedure available? No. 9. Was the device damaged in packaging before removal? No, and the problem was with 2 different needles in 2 different patients. When we switched to a sharkcore needle, it worked fine. 10. Was the device damaged on removal from packaging? No. 11. Was force required to remove the device? No. 12. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? Advancement of the needle. 13. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) no. 14. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a. 15. If not with the device in question, how was the procedure performed and/or finished? We switched to a sharkcore. 16. Did the patient require any additional procedures as a result of this event? No. 17. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? See above. 18. Was gaining access to the target site difficult? No. 19. Was force required on insertion of device into scope? No. 20. Was resistance felt while inserting the device through the scope? No. 21. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a. 22. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 23. Was the syringe used during the procedure, after the stylet was removed? No. 24. Was difficulty experienced while retracting the needle? No. 25. Was it possible to be fully retract before removing the needle from the patient? No. 26. How many samples were obtained (passes completed) with this needle? None. 27. Did any section of the device detach inside the patient? No. 28. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 29. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 31. Was the stylet fully in place inside the needle when advancing into the targeted site? Yes.

Event description:
A supplemental report is being submitted due to the completion of the investigation on (B)(6) 2025.

Manufacturer narrative:
Device evaluation: 1 unit of lot c2251227 of echo-25 was returned evaluation opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on the 03rd june 2025. Refer to the product return object ((B)(6)) examination of returned device field for lab attendance and lab evaluation notes. The returned device lab examination findings and observations can be referred through attached photos. On evaluation of the devices the following observations were made: visual inspection: stylet returned separately to device. Syringe returned with broken needle hub still inside the syringe. Kink below sheath extender observed. Needle observed to be broke just below needle hub. Functional inspection: sheath extender able to retract fully but unable to pass kink below sheath extender. Manufacturing records: prior to distribution, all echo-25 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-25 of lot number c2251227 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order (B)(4). A second complaint (B)(4) is registered for the same device to capture needles not able to properly man-oeuvre, instructions for use and/label: the warnings section of the instructions for use, ifu0101, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause review: definitive root cause of the complaint could not be determined. However, a possible root cause for the complaint "needle break below needle hub observed during lab evaluation" may be attributed to the application of excessive force by the user while advancing the needle through the scope. This force may have created stress at the needle hub junction, ultimately resulting in breakage below the needle hub. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause of the complaint could not be determined. However, a possible root cause for the complaint "needle break below needle hub observed during lab evaluation" may be attributed to the application of excessive force by the user while advancing the needle through the scope. This force may have created stress at the needle hub junction, ultimately resulting in breakage below the needle hub.